Manufacturer narrative:
Investigation summary: it was reported by health professional that the nurse was getting ready to use the syringe on patient when she noticed a chunk of plastic in the syringe. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a syringe with a piece of plastic inside. The shape of the piece is of a syringe barrel flange. It could be possible a jam occurred at the fill machine, a syringe barrel got damaged at the barrel flange and a piece of plastic broke off and fall into another syringe barrel. A device history record review was completed for provided material number 306547, lot 1084503. The review did not reveal any detected quality issues during the production of the lot that could have contributed to the reported defect. To date, there have been no other similar events reported for the lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that a syr 10ml pump compatible saline 10ml fil experienced foreign matter before use. The following was reported by the initial reporter: "director of support services called in to report that the nurse was getting ready to use syringe on patient when she noticed a chunk of plastic in the syringe."